Event description:
Patient presented to physician with 1 cm of the stimulation lead protruding through the incision. Physician noted no signs of infection but treated the patient by surgically removing the stimulation lead on (B)(6) 2021, resolving the issue.